Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 978b128, lot#: va2dx83, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had been urinating more and wanted to know if a foot massager could interfere with the device. Patient services reviewed information. The patient had a uti last month and was test last wednesday and did not have a uti. Redirected back to patient services to continue troubleshooting. Additional information was received on (B)(6) 2022. Patient said "one lead came loose" and they had to have a 2nd surgery. Patient is going to the bathroom every 30 mins. Reviewed option increase stim or change programs. Patient asked which would be better. Reviewed info and suggested discussing program changing w/ hcp. Patient will increase stim. No further complications were reported/anticipated at this time.